Event description:
The international customer reported the ventilator alarmed when powered on. Review of the device diagnostic log noted a 35volt failure occurrence and occlusion alarm. The noted occurrences may result in a shutdown of the device or no ventilation during operation in normal ventilation mode. The manufacturers service technician replaced the power management and motor controller pcb boards to address the 35v failure and blower to address the occlusion occurrence. Followup testing was performed and the unit is working to operating specifications.